Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the inner sheath and the outer sheath separated and the cutter did not cut during a procedure. The product was replaced and procedure completed with no patient harm. The aspiration functionality is unknown. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. One opened probe was received and visually inspected and found non-conforming. The probe needle was broken off at the stiffener sleeve. Functional testing could be performed due to the visual condition of the probe. The degree of wear could not be determined due to the visual condition of the probe. The evaluation confirms the probe needle was completely broken off at the stiffener sleeve. The report of would not cut could not be determined due to the visual condition of the probe. The sample was received opened without a protective cap; therefore how and when the probe needle broke cannot be determined from this evaluation. The most likely contributing factor to the broken needle is the excessive use detailed in the amended report description of this complaint file. The vitrectomy portion of the procedure is typically less than 20 minutes. The complaint details state that the probe was part of a 5 hour vitrectomy. Excess usage of the probe will wear and damage the inner cutter such that the cutter functionality becomes poor, bent, or does not function at all. The probe needle also could have broken during handling or in transit after shipment from the manufacturing facility. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. All probes are also 100% visually inspected for any damage to the needle. Any non-conformances found are removed from the lot and scrapped. All probes are shipped from the manufacturing facility with a protective cap. The procedure was reviewed and found to provide adequate instructions to operators for the installation of the protective cap. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).